Manufacturer narrative:
A field service engineer (fse) went onsite and collected the logs. The fse tested the device and found that all alarm parameters were working. The complaint was then escalated for technical investigation, and the provided information was reviewed by product support engineering (pse) and clinical product specialists. Based on the information available and the testing conducted, no product malfunction of the mx450 device was found, as the audit logs indicates ¿desat¿ and ¿vent fib/tach¿ were generated, announced, and acknowledged by the user. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported that the intellivue mx450 patient monitor was used on a patient that passed away on (B)(6) 2024. Customer was saying that the monitor didn't alarm for desat/v-tach. The customer requested assistance with the retrieval / understanding of the logs. The device was in use monitoring a patient at the time of the reported event. The death of a patient was reported. No additional details regarding the patient, such as gender, age, height, and weight, were made available.

Event description:
It was reported that the intellivue mx450 patient monitor was used on a patient that passed away on (B)(6) 2024. Customer was saying that the monitor didn't alarm for desat/v-tach. The customer requested assistance with the retrieval / understanding of the logs. The device was in use monitoring a patient at the time of the reported event. The death of a patient was reported. No additional details regarding the patient, such as gender, age, height, and weight, were reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation